Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19720. It was reported the patient lost stimulation coverage. Patient's x-ray revealed the leads migrated to the pocket. It was reported the patient's system is not turned on and the sjm representative was unable to confirm ipg functionality. Surgical intervention is planned to address the issues. Note the patient has two leads from the same lot number.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.